Event description:
It was reported that the bd ultra-fine¿ pen needle was unable to deliver medication. The following was translated from dutch to english: we have received the following complaint notification. Notification: consumer indicates that it looks as if some needles are closed. No insulin will come through the needles. Actually has this as standard, but with this shipment there were quite a few. Would you like to look into this?

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the bd ultra-fine¿ pen needle was unable to deliver medication. The following was translated from dutch to english: we have received the following complaint notification. Notification: consumer indicates that it looks as if some needles are closed. No insulin will come through the needles. Actually has this as standard, but with this shipment there were quite a few. Would you like to look into this?